Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented to the ER with complaints of shortness of breath and not feeling well. Patient's recent device wound shows likely cellulitis. IV antibiotics were started and patent admitted to the hospital. Patent declined and tachy therapies were discontinued by the physician. It was reported that the primary cause of death was cardiac-pump failure.